Event description:
It was reported that during a pancreatectomy/spenectomy, the device would not staple. A second device was opened and the case was completed without incident. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.